Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2020, the patient underwent the re-operation for radial head. During the surgery, after the surgeon completed drilling and at the time of fixing the plate, it was found that the shape of the dill bit had changed. The surgeon confirmed in the image intensifier that the fragment of the drill bit was left in the patient¿s body. Surgeon commented that something wrong would hardly happen to the patient because the fragment was sitting inside the radial head. As a result, he left the fragment of the drill bit in the patient¿s body. There was a less-than-30-minute surgical delay. No further information is available. Concomitant device reported: plate (part # unknown, lot # unknown, quantity 1); drill (part # unknown, lot # unknown, quantity 1). This report is for one (1) 1.5mm drill bit/mqc for threaded hole/74mm. This is report 1 of 1 for (B)(4).

Event description:
Additional event information it was unknown if the procedure was completed successfully. The patient outcome was unknown.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: investigation summary product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. Device history lot mre review is for sterilization procedure only part: 03.130.302s, lot: 4l82309, manufacturing site: selzach , supplier: (B)(4), release to warehouse date: may 29, 2019. Expiry date: may 01, 2029. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Non-sterile part was manufactured by supplier sphinx werkzeuge ag part: 03.130.302, lot: f-27056, manufacturing site: selzach, supplier: (B)(4), release to warehouse date: april 17, 2019. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.